Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/not provided. If explanted, give date: not applicable as the device remains implanted. Reporter phone number: (B)(6). PMA/510k: this report is being filed on an international device; tecnis eyhance optiblue simplicity, model dib00v that has a similar device, tecnis simplicity tecnis eyhance iol model dcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing records and related documents for the production order of the device were reviewed and no discrepancies were found during the mrr (manufacturing record review). The units were manufactured and released according to specifications. A search in complaint system revealed no additional complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The account noticed toxic anterior segment syndrome (tass) first day post operation. There is no problem with the eyesight and the visual acuity of the patient was reported to be good as the patient seems to be able to see distance, middle and near well. The patient was not aware of the impact of tass as the symptom was mild. After it was detected, the patient was treated with eye-drops. It was indicated that the patient is under observation and the symptom has alleviated. There lens remains implanted and no product will be returned. It was indicated that the patient may also be responsible for the symptom. No further information was provided.